Manufacturer narrative:
Additional information: the removed power pcb assembly was further evaluated by physio and the issue could not be duplicated. No further root cause could be determined.

Event description:
The third party service agent contacted physio control to report that their customer's device unexpectedly lost power during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: section h10, additional mfg narrative of the initial medwatch report indicates: the device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was not able to reproduce the reported issue. Section h10, additional mfg narrative of the initial medwatch report should indicate: the device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. Additional information: the third-party service agent further evaluated the customer's device and replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. The device was subsequently returned to the customer for use. H3 other text : device evaluated by the third party agent

Event description:
The third party service agent contacted physio control to report that their customer's device unexpectedly lost power during testing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the customer's device and was not able to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer's device unexpectedly lost power during testing. There was no patient use associated with the reported event.